Event description:
Pt admitted to ICU in 2006 due to multiple trauma sustained from a 30 foot fall. Injuries included head trauma, pulmonary contusion and pelvic fracture. Five days later, pt was instituted on rotoprone therapy bed. The bed lost power, which resulted in the pt being moved from the prone to the supine position. The pt's o2 saturation decreased and the staff manually turned the pt to the prone position. The pt became bradycardic and coded. The pt was resuscitated. The pt expired.